Event description:
Ambulance responded to cardiac arrest pt was attached to life pak ii. The monitor displayed v. Fib the pt was prepared for hands free defibrillation. When the charge of 200 joules was set the defibrillator malfunction & did not discharge. The hand held paddles were utilized and initial 200 joules were delivered. Further monitoring (2 minutes) after initial defibrillation. They there went to fib, second attempt at defibrillation was attempted unsuccessful. The defibrillator malfunction for a second time.